Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary probs."), bladder disorder ("bladder probs."), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), cystitis ("bladder infect."), fatigue ("fatigue"), tooth disorder ("dental probs") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge, urinary tract disorder, bladder disorder, urinary tract infection, vaginal infection and cystitis had resolved and the allergy to metals, dermatitis allergic, hypersensitivity, fatigue, tooth disorder, hormone level abnormal, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, chronic pain, menorrhagia, metrorrhagia, anemia, vaginal discharge, urinary problems, bladder problems, uti, vaginal infection, bladder infection, fatigue, dental probs., hormonal changes, vision problems, weight gain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s);(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, anemia, nickel allergy, rash/skin condition, hypersensitivity, vaginal discharge, urinary tract disorder, bladder problems, uti, vaginal infection, bladder infection, fatigue, dental problems, hormonal changes, vision problems, weight gain were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records a nd other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.